Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly during (B)(6) 2011 f/u, a warning related to a suspected abnormal ventricular lead impedance measured on (B)(6) 2011 was displayed to the user. However, all other f/u data were normal.